Event description:
Patient with complex medical history including mitochondrial disorder, s/p, status post, ladds procedure about two years ago, s/p nissen, status post gastroduodenal bypass about a year ago. Patient tpn dependent, has gj-tube, history of multiple infections. Right chest single lumen broviac placed about a year ago at an out-of-state hospital. Patient had presented to ed, emergency department, with "broken broviac" and it was repaired. Patient admitted several months later with fever. A couple days later, unable to draw blood from line. When attempted to flush with 10:1 heparin, noted leakage near insertion site. Assessment of area revealed small opening on line. Broviac sucessfully repaired.